Event description:
Boston scientific received information that this right atrial (ra) lead as well as the right ventricular (rv) lead exhibited noise when the patient took deep breaths. There were no associated ventricular events, but there were over 2400 mode switches due to noise. An x-ray was normal. Boston scientific technical services (ts) was consulted and asked to review the available information. Ts noted that there was a gradual decrease in pacing impedance that went below 200 ohms. A revision procedure was performed and the entire system was replaced. The device was replaced because it had reached elective replacement indicator (eri), and there was no allegation against its performance. The rv and lv leads were also replaced with no allegation against their performance. Both the rv and lv leads were discarded at the hospital. This ra lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported after the procedure.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Visual inspection confirmed a complete lead with two setscrew marks present on each terminal pin. Dried blood/body fluid was noted in and around, the helix housing. A separation was observed between the distal end of the anode ring and the neck insulation; damage appears to be related to the explant procedure. The helix was returned extremely stretched (almost straight) and again appears to be related to explant forces. Extensive testing was then performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Analysis of the returned lead was unable to confirm the reported clinical observations; although induced product damages were confirmed.

Manufacturer narrative:
This right atrial (ra) lead is expected to be returned to boston scientific for analysis. To date, it has not yet been received. When this lead is received and analysis is complete, an updated report will be filed.